Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fluoroscopy revealed that the left ventricular lead insulation was externalized. The lead was explanted and replaced. The patient was in good condition before, during and after the procedure.